Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high blower temperature alarm had occurred. The customer requested onsite service.